Event description:
It was reported that noise leading to oversensing and high pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing, high pacing impedance, and lead insulation damage were confirmed. As received only the distal end of the lead was received for analysis. Visual inspection of the lead found an external abrasion breaching the optim sheath only consistent with friction to the device can with no damage noted to the silicone insulation beneath. X-ray analysis of returned distal portion found all filars of the inner coil to be broken/fractured at the suture sleeve tie down location, consistent with excessive tie down forces. Electrical testing found the inner coil conductor path to be intermittently open consistent with all filars of the inner coil found to be fractured. The reported events of oversensing and high pacing impedance were isolated to all inner coil filers found to be fractured at the suture sleeve tie down location.